Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Dob month and year valid only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity stent drug-eluting stent was implanted into the rca. Approximately 21 months post index procedure the patient died from non-sudden cardiac death. The cause of death was ventricular fibrillation. The investigator has indicated that it is unknown if the event was related to the study device.